Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with a frozen display as a result of a faulty component on the interface board. The device was cracked on the battery tube threads.

Event description:
The customer reported that the insulin pump was dropped while he was in the locker room. The blood glucose reading was 129mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.